Manufacturer narrative:
(B)(4). Physio-control recommended replacement of the defective therapy cable. The customer replaced the therapy cable from their replacement parts inventory. The removed therapy cable was not returned to physio-control for further eval.

Event description:
During a routine scheduled inspection, physio-control found that the device ECG output thru the therapy cable was noisy. There was no pt use associated with the event.